Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl. The patient reported that they tried to suspend their insulin but was still receiving insulin.

Manufacturer narrative:
In the case description, the user mentioned that their iob would not change after a bolus while in manual mode and mentioned that suspending insulin would not prevent insulin delivery. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files found no evidence of the system delivering insulin while suspended and no evidence of the iob remaining constant for several hours though boluses were delivered. The system was found to function as intended.